Manufacturer narrative:
The device was returned for analysis. The reported tip break was unable to be confirmed; however there as a noted bent core and noted stretched coils. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during attempts to shape the tip resulted in the reported tip break/noted bent core and noted stretched coils. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, while shaping the tip of a 190cm hi-torque balance middleweight universal ii guide wire, the tip failed to form properly and showed signs of unraveling. An unspecified guide wire was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.